Event description:
During a patient's follow-up coronary angiogram, restenosis was observed at an area which had previously restenosed in the past. The restenosis was a 100% blockage in the left anterior descending artery (lad). The patient was asymptomatic at the time. Two weeks later, treatment for the restenosis was conducted, a 3.0 x 23mm cypher was implanted inside the (express 2) bare metal stent. Procedure details were unk. The residual percent of stenosis was 0.

Manufacturer narrative:
Eleven months earlier, the patient was enrolled in a pms study. An elective angiogram was conducted and revealed in-stent restenosis (isr) of two previously implanted bare metal stents (bms) located in the proximal and mid lad areas. The proximal lad lesion was an isr of a be2 bare metal stent. The lesion was concentric, diseased diffusely, ostial and cto, but was not calcified or tortuous. The diameter of the (proximal) vessel was 2.2mm. The mid lad lesion was an isr of an express2 bare metal stent, concentric, diffused , and cto, but it was not calcified or tortuous. The diameter of the (mid) vessel was 1.56mm. The lesion length was unk for both. Pre-procedure stenosis was 100% and aha/acc classification of the vessel was a type c for both lesions. For the proximal lesion, pre-dilation was conducted with a 3.0 x 20 mm balloon at 16 atm. Inflation time was unk. Then a 3.5 x 18mm cypher was implanted at 16atm for 31-60 seconds inside the isr of the bms (be2) at the proximal lad. A second 3.5 x 18mm cypher was implanted at 16atm for 31- 60 seconds at the distal end of the initially implanted cypher. It was placed on top of the two bare metal stents previously implanted. H.3: a DHR was conducted for this lot and the product met quality requirements for product acceptance. The mid lad lesion was pre-dilated with a 3.0 x 20mm balloon at 6atm. Inflation time was unknown. Then a third cypher, a 2.5 x 23mm stent was implanted at 16atm for 31 60 seconds at the mid lad on the distal end of the bms (express2). Inflation time was unknown and it was placed with a gap with the proximal cypher. Post-dilation was conducted with a 3.5 x 18mm at 16 atm at the two proximal cyphers and then at 6 atm on the most distal cypher. Inflation time was unknown. Timi flow before the procedure was 0 and 3 after the procedure. The residual percent of stenosis was 5% for the proximal lad and 0% for mid lad. Ivus was conducted. Three monts later, the patient complained of chest pain. A coronary angiogram was conducted and restenosis was observed inside the express2 stent, which was implanted at the mid lad. There was 90% stenosis. The cypher was not covering that section. Four days later, balloon angioplasty was conducted to treat the restenosis. Procedural details were unknown. The residual percentage of stenosis was 10%. The patient was in stable condition. Physician's comment: the stenosis occurred between the implanted cyphers and so this was no related with cypher. Conclusion: a 59 year old female with a history of angina, previous pci (two non-cordis bms- one in the proximal and one in the mid lad) and diabetes experienced recurrent restenosis post cypher stent implantations. The reason for the patient's initial admission was not reported; but an elective angiogram revealed isr of the non-cordis bms stents in the patient's proximal and mid lad. This patient's gender and history put her at increased risk for mace. In addition, her history of isr puts her at increased risk for further restenosis. Pre procedural medications included asa; while intra procedural medications included ticlid and heparin. The performance or recording of acts was not reported. The proximal lad was described as an isr, type c, 100% occluded, 2.2mm in diameter, a cto, concentric, diffusely diseased, located in an ostium , un calcified and non tortuous. The safety and efectiveness of the cypher stent has not been established in these types of vessels and/ or lesions. The proximal lad lesion was pre-dilated prior to the placement of two overlapping 3.50 x 18mm cypher stent at maximum inflation pressures of 16 atm. Of note, the second cypher stent was placed distal to the first one. According to the IFU, cypher stents should be implanted from the distal to the proximal aspect of a lesion in order ot prevent stent movement or disruption in stent geometry. A residual stenosis of 5% was reported despite post-dilation. According to the IFU, the use of the cypher stent is contraindicated in patients judged to have lesions that prevent thecomplete inflation of an angioplasty balloon. The mid lad was described as an isr, type c, 100% occluded, 1.56mm in diameter, un-calcified and non-tortuous. The lesion was pre-dilated prior to the placement of a 2.50 x 23mm cypher stent at a maximum inflation pressure of 16atm. This stent overlapped the previously implanted non-cordis bms and did not overlap the cypher stents. According to the IFU, the placement of three or more cypher stents has not been clinically studied and cypher stents should be placed in an overlapping fashion in order to prevent gaps of un-treated lesion. The patient was discharged on medications that included asa and ticlid. Three months after the index procedure, the patient experienced chest pain. A repeat angiogram revealed a 90% restenosis between the cypher stents implanted in the proximal and mid lad ( the non-overlapping area). This was treated with ptca. The patient was discharged from the hospital in stable condition. Eleven months after the index procedure, a repeat angiogram revealed recurring a 100% restenosis in the area that had been most recently treated. The patient was symptom-free and the physician opted to treat her with the placement of another cypher stent three weeks later. According to the procedural physician, the restenosis occurred in the gap between the implanted cypher stents and was not related to these devices. There are patient, vessel, procedural and possible pharmacological factors that may have contributed to this event. Please note that this device is distributed outside the united states; however, it is similar to the united states distributed product. This is one of three (3) reports submitted for the same event. Please reference MFR# s' 9616099-2006-00690,-00691,- 00693.